Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. When the pocket was opened, the device was noted to have been implanted sub-pectoral and the ra lead was braided together with the right ventricular (rv) and left ventricular (lv) leads due to suspected twiddler's syndrome. The device was explanted and replaced and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.